Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer cleared the occlusion alarms and successfully resumed insulin. Customer also reported using the cartridge for greater than 72 hours. It is recommended that the cartridge be changed every 48-72 hours. Customer reported blood glucose level ranged from 250-300 mg/dl.

Manufacturer narrative:
H6 (added user code 61). H10 (per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.")